Manufacturer narrative:
Other relevant device(s) are: micra: model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4): yes, return date: 02-jun-2020: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes: mfg date: 13-nov-2019: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the leadless ipg exhibited high thresholds after tether removal. The first leadless ipg remains in the patient as a back-up pacing system. The implant of a second leadless ipg system was attempted and high thresholds after tether removal were again noted. It was further reported that the second delivery system (ds) would not allow the insertion of a snare. The second leadless ipg system was removed. A third leadless ipg system was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section 'suspect device' information references the main component of the system. (B)(4). Product event summary: the partial delivery system was returned without the tether, and tether pin. The lumen of the delivery system was torn. Blood was observed on the recapture cone of the delivery system. The analyst noted the articulation test could not be performed because the device was not attached. If information is provided in the future, a supplemental report will be issued.